Manufacturer narrative:
(B)(4). Concomitant medical products: 010000704, g7 bonemaster ltd acet shl 54f, 6347585. (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that while implanting the acetabular cup, the liner was not seated into the cup. The liner was extracted, ensured all soft tissue was clear, washed and dry before attempting to seat the liner another three times before opening and inserting a ceramic liner. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
UDI# (B)(4). Complaint sample was evaluated and the reported event was confirmed. Upon visual inspection the locking feature and scallops show damage due to impaction attempts DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.